Manufacturer narrative:
Per good faith effort (gfe) response there is a scheduled onsite visit for (B)(6)2023 due to part availability.

Event description:
The customer reported that message appears that the loudspeaker is defective. It is unknown if the device was in use at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The testing conducted we were unable to replicate the reported problem. The speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction inop and the loudspeaker cuts out. The customer was provided a replacement device to resolve the issue.